Event description:
It was further reported that the patient underwent a CT of the brain without contrast performed the day of the index procedure, revealing atrophy, microvascular ischemic disease and multiple left basil ganglia lacunar infarcts. The next day, the patient showed improved motor response. On day 7, the event was considered resolved with residual effects and the patient was discharged with orders for rehabilitation and possible long term care. The site reported the thrombus event was entered in error, no thrombus event occurred.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
(B) (6). Same case as MFR report #: 2134265-2010-01472. It was reported that during a percutaneous carotid artery intervention stenting treatment procedure, the patient presented with a target vessel thrombosis and a stroke. The index procedure treated the 65% stenosed, 6x12mm target lesion located in the left proximal internal carotid artery. Treatment utilized a bsc filterwire ez and placed a 10x24mm wallstent. Following post dilation with an unspecified device the residual stenosis was 10%. During the procedure, the patient experienced a stroke with right sided weakness and a decreased level of consciousness. No action was taken to treat the stroke. It was noted that a thrombus was present in the target vessel at the end of the procedure. The patient was discharged on day 7. Per the physician, the event was listed as "possibly" related to the filterwire ez and carotid wallstent. The event relation to the study procedure was listed as "highly probable".